Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with an insulin safety syringe. The customer reports that after an injection, the safety function did not activate itself and the nurse pricked herself on one of her fingers. The customer reports they manipulated another device to better understand what had happened and noticed that the safety on the device does not work properly. The plunger of the syringe does not stay in place.

Manufacturer narrative:
An investigation is currently underway, upon completion, the result will be forwarded. Multiple attempts have been made to retrieve add'l info from the customer. If add'l pertinent info becomes available, the report will be updated.